Event description:
The vad coordinator reported that, during the implant procedure of a left ventricular assist device (lvad), the system controller's "power cable disconnect" alarm was displayed on the system monitor screen, but there was no accompanying audible alarm/tone on the system controller. Additional info received from the vad coordinator stated that per the perfusionist, the new system controller did not alarm at any time during the implant in the operating room. The perfusionist continued on with the burn in procedure and initialization without issue and the pump was initiated on the system controller. The system controller was reportedly exchanged once the patient was in the intensive care unit (ICU).

Manufacturer narrative:
The device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
The reported event of visual symbols with no audio alarm was not able to be reproduced during analysis. The returned system controller was functionally tested and was found to function as intended, even when the cables were manipulated. A full functional test was performed and the system controller passed all steps. All audio and visual signals were verified during the test. Both power cables were disconnected and the system continued to operate supported by the internal emergency backup battery. All expected alarm conditions were active. The system controller was operated for extended period of time while connected to a mock circulatory loop with no alarms noted. A review of the device history records revealed that the pump met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.